Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (1 mg/ml at 0.073 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was reporting suboptimal pain. The patient had previously undergone multiple catheter studies, most recently on (B)(6) 2021, that revealed patent intrathecal catheter. The physician also obtained x-rays of the thoracic and lumbar spine, which revealed anterior positioning of the intrathecal catheter. The physician believed that this was contributing to ongoing reports of suboptimal pain control, so the physician opted to revise the catheter. The factors that may have led or contributed to the issue were unknown. The physician removed the spinal segment of 8780 catheter and replaced it using a 8782 revision kit. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# : (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.